Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty fan. However, the specific cause of the faulty fan was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to an error code e337 appearing. In addition to the fan failure, additional evaluation findings are as follows: there was battery depletion, a rear panel deformation, and damage to the light guide connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a video system center, there was an error code e300 and above appearing on the display. The device was returned and evaluated, and upon receipt inspection, there was a fan failure. There was no patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.